Event description:
The implantable neurostimulator and extension were returned to the MFR with no return paperwork. The MFR's device tracking system indicated that the pt expired. Further investigation revealed the pt was hospitalized due to a car accident, went to rehabilitation and then to hospice. No further details were provided.

Manufacturer narrative:
The neurostimulator and extension were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.